Event description:
It was reported that one large volume infusor elastomeric device was observed with no flow. According to the report, the customer stated that the fluorouracil solution did not infuse into the patient. No adverse event was reported to be in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device will not be returned; therefore, an evaluation cannot be conducted. However, a batch review will be conducted and should additional relevant information associated to the reported condition be obtained from that review, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. Should additional relevant information become available, a supplemental report will be submitted.